Event description:
Customer reported receiving significant differences in sensor glucose versus blood glucose readings. Customer stated that sensor glucose reading was 45 mg/dl while blood glucose reading was 425 mg/dl. Blood glucose reading at the time of the call was 123 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.